Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had their implanted system from another manufacturer replaced with ours on (B)(6) 2020. During the procedure, the physician had cut the lead while suturing it. As a result, the physician explanted the lead and another lead was implanted instead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.